Event description:
It was reported that a patient underwent an appendectomy procedure on (B)(6) 2012 and suture was used. After the fascia was closed, the suture was ruptured during the node. The procedure was completed with another like device. No adverse patient consequence were reported.

Manufacturer narrative:
(B)(4). The actual device involved in this event was returned for evaluation. The device was visually evaluated. Microscopic examination of the non needled end of the suture indicated that the break was a typical knot tensile break. As the complementary end of the break had not been returned for examination, it was not possible to determine the cause of the problem. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.